Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. A 2.75 x 24 synergy¿ stent was selected for treatment. However, when the device was advanced into a 0.014 guide catheter, the shaft broke approximately 70cm from the hub. The physician removed the piece of the shaft that remained in the guide catheter and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. However, the customer sent pictures of the device and it is noticeable that the shaft was broken and it appeared that the break was in the hypotube portion of the device shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a shaft break occurred. A 2.75 x 24 synergy stent was selected for treatment. However, when the device was advanced into a 0.014 guide catheter, the shaft broke approximately 70cm from the hub. The physician removed the piece of the shaft that remained in the guide catheter and the procedure was completed with another of the same device. No patient complications were reported.